Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted and replaced. Boston scientific technical services (ts) received a call from the patient. The patient provided the icm device was explanted because of an infection. Subsequently the patient was implanted with a pacemaker system. The device is not expected to be returned for analysis. There were no additional adverse patient effects reported.